Event description:
Reported by the patient as a band slippage.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 08/03/07. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding serial number and implant date has been requested. The reporter gave only the month and year of the implant and explant dates. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."